Event description:
It was reported by service report that the fowler was drifting, the caster had a flat spot, and the brake control rod was not connected due to the pin and clip missing. No pt involvement or adverse consequences are reported.